Event description:
It was reported that the customer dropped the insulin pump and the screen became damaged, after the customer received ana alarm to change the battery. The customer's mother stated that the screen was not readable with purple under the screen and a crack at the top of the screen. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).